Event description:
Lcs uni poly was exchanged after significant wear. The implant had been insitu for 10+ years.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.